Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the posterior strut pair is not fully deployed (B)(4). The tips of the major anterolateral and posterolateral struts project approximately 6mm beyond the lumen of the ivc wall (B)(4). No product was returned and no imaging could be obtained. Therefore, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the posterior filter legs to not fully deploy more than eight years after filter placement. There are adequate controls in place to ensure the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA: unknown. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: on (B)(6) 2019: CT shows an ivc filter is oriented along the long axis of the inferior vena cava with the apex terminating just below the level of the renal veins. The posterior strut pair is not fully deployed. The tips of the major anterolateral and posterolateral struts project approximately 6 mm beyond the lumen of the ivc wall ((B)(4)). Visualized aorta is unremarkable. Patient outcome: no information has been received.